Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicated high blood glucose of 400 mg/dl. Customer declined troubleshooting for high blood glucose. Customer reported loss of communication between pump and transmitter. Customer declined troubleshooting. Customer reported that there was huge difference between sensor glucose and blood glucose value customer reported sensor glucose was 100 mg/dl and blood glucose was 400 mg/dl. Customer reported change sensor alert. Customer declined further troubleshooting. Device will not be returned for analysis.